Event description:
It was reported that there was an alert for polarity switch to unipolar. It was noted that there was high impedance on right ventricular (rv) lead. No changes or intervention have been performed at this time. The patient condition was stable.